Event description:
At 03:20 pm certified nursing assistance (employee # (B)(4)) and (employee # (B)(4)) was transferring resident from the wheelchair to the bed when they heard a "pop" sound. (The resident was in a mesh sling and they were using a mechanical lift.) The resident was lowered to the floor by staff.